Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston of the insulin pump does not stop and keeps squirting out insulin during the fill cannula process. The customer's blood glucose was 243 mg/dl at the time of the incident. The customer as advised that their insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, cracked reservoir tube lip and stained address/serial number label.